Event description:
It was reported that shaft break occurred. A 4.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure the middle part of the hypotube got fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. A 4.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure the middle part of the hypotube got fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. Device evaluated by MFR.: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. The hypotube is separated 79.7cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the hypotube is separated but appeared to be kinked prior to separation.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 12:28 pm CT. The report number is being corrected from: 2134265-2018-64291 to: 2134265-2018-62699.